Event description:
It was reported that balloon rupture occurred. The patient presented with ischemic heart disease. The target lesion was located in the moderately tortuous and severely calcified distal right coronary artery. A 3.25mm x 12mm nc emerge balloon catheter was advanced for dilation and was initially inflated at 12 atmospheres. However, during the second inflation at 12 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications and the patient condition was good.